Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received which states that the vision is like a kaleidoscope and the patient is very nervous.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, following intraocular lens (iol) implant procedure, the consumer underwent five additional surgeries. However, nothing helped. The surgeon implanted wrong lens. Additional information was requested.